Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
Customer's wife called customer service on (B)(6) 2011 and reported that on (B)(6) 2011 customer received unspecified readings on his precision xtra blood glucose meter, which were lower than he felt. Caller further reported customer experienced blurred vision and "foot pain", which he believed was due to receiving incorrect readings. Customer self-presented to his healthcare provider and was diagnosed with hyperglycemia, but received no third-party medical intervention. Customer denied self-treating. Caller further reported that on the day of the call to customer service, customer received a reading of 178 mg/dl on his meter, which was also lower than he felt. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.